Event description:
It was reported that during a pulsed field ablation (pfa) procedure the farawave pfa catheter was selected for use, during pfa applications, the physician noticed the handle was making a loud buzz sound with pfa administration. Upon inspection, a sound was heard and noticed that it continued whether the handle was held aloft or laid on the table and no other devices were touching the handle. Noise was also visibly observed. Additionally, the flush port seemed to have some cloudy white appearance, although this may have been unrelated. No further action was taken beyond verifying no other devices were touching the catheter handle. Since the generator, farastar connection cable, and the farawave catheter all operated normally besides the noise, the procedure continued and ended successfully. No patient complications were reported. The device was received and investigation is still in progress.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection observed that there was potential adhesive in the flush tubing. During functional testing, the guidewire was successfully inserted through the catheter. The catheter was then deployed to flower without difficulty. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. With a guidewire inserted into the catheter and the catheter fully deployed to flower, continuity testing was performed, and no anomalies were detected. The device was functionally tested by connecting the catheter to a known good farawave cable and a known good farastar console. Multiple ablations were performed successfully, and no abnormalities or errors were observed during testing. No abnormal sounds were noted coming from the handle of the catheter. Boston scientific was unable to confirm the reported observations with testing of the product return.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure the farawave pfa catheter was selected for use, during pfa applications, the physician noticed the handle was making a loud buzz sound with pfa administration. Upon inspection, a sound was heard and noticed that it continued whether the handle was held aloft or laid on the table and no other devices were touching the handle. Noise was also visibly observed. Additionally, the flush port seemed to have some cloudy white appearance, although this may have been unrelated. No further action was taken beyond verifying no other devices were touching the catheter handle. Since the generator, farastar connection cable, and the farawave catheter all operated normally besides the noise, the procedure continued and ended successfully. No patient complications were reported. The device was returned for analysis.